Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. A subsequent sling placement procedure and sacrospinous ligament fixation were performed. The novasilk mesh was not removed.

Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later, the pt experienced recurrent cystocele, rectocele and enterocele, apical decent with complaints of not having ability to orgasm. A subsequent sling placement procedure and sacrospinous ligament fixation were performed.